Manufacturer narrative:
This report is being submitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 03, 2007. Evaluation summary:failure code 500:320:844:0000 was confirmed. Inspection of the device found that this failure code was caused by a stuck key on the front bezel that was replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.

Event description:
The facility reported a pump with failure code 500:320:844:0000. It is unknown when this occurred or if there was any patient injury or medical intervention necessary according to the hospital representative. No additional information available.